Event description:
Per the clinic, it was reported that the patient experienced an electrode extrusion into the ear canal back in 2018. The patient then underwent a skin revision surgery under general anaesthesia for tissue packing. The implanted device remains.